Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 13-mar-2026, a facilities representative reported via phone that an ar-1540bc biocomposite tenodesis screw fell apart when tapped at the initial point of insertion during an open reduction and internal fixation of a scaphoid fracture. All fragments were retrieved, and a new device was opened to complete the case with a minimal time delay.